Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced discomfort at the ipg site as well as experiencing ineffective stimulation with their drg system. As a result, surgical intervention was undertaken on an unknown date wherein the drg system was explanted to address the issue. No further information is known at this time.